Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead integrity alert, the lead displayed over-sensing; short v-v and high rate episodes. Additional information was requested and it was learned the patient is deceased and died of causes unrelated to the over-sensing.